Event description:
N/a.

Manufacturer narrative:
Additional information received: the investigator updated the previously reported outcome of recovering/resolving to recovered/resolved.

Event description:
Biomarin study (cerliponase alfa observational study). This case is a report referring to a 21 year old male patient. The participant's concurrent condition included neuronal ceroid lipofuscinosis. "On (B)(6) 2017, the participant was initiated on treatment with brineura (300 milligram, qow, intracerebroventricular). The lot number for brineura was m006035. The most recent dose was administered on (B)(6) 2025." "On (B)(6) 2018, the participant underwent implantation of rickham intracerebral ventriculostomy (icv) set (model number 82-1623). The lot number was not reported." "On (B)(6) 2025 at 08:45, the participant experienced grade 1 device related infection with a positive csf culture. On the same date, the participant's cerebrospinal fluid (csf) was collected and analysis showed rare white blood cells, and no organism was seen. On (B)(6) 2025, results showed cutibacterium (formerly propionibacterium) acnes in thioglycolate broth. On (B)(6) 2025, cutibacterium (formerly propionibacterium) acnes in thioglycolate broth was positive. No treatment was given for the event. No action was taken with brineura due to the event. The device was operated by the neurosurgeon and was not available for return." The outcome of the event was reported as recovering/resolving. Case comment received from reporter: the patient developed device related infection due to cutibacterium acnes (formerly propionibacterium), which is a known complication of icv device use. Cutibacterium acnes is scalp skin commensal bacteria and can cause internal infection following icv device implantation or use. Additionally, long standing icv device for five years was a confounder. Hence, the event of device related infection was assessed as not related to brineura.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The rickham reservoir was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the ¿infection,¿ reported by the customer, could be linked to the patient and hospital surroundings. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information: case comment: the patient developed device related infection due to cutibacterium acnes (formerly propionibacterium), which is a known complication of icv device use. Cutibacterium acnes is scalp skin commensal bacteria and can cause internal infection following icv device implantation or use. Additionally, long standing icv device for seven years was a confounder. Hence, the event of device related infection was assessed as not related to brineura

Event description:
N/a.